Event description:
Medtronic received a report that the stent was kinked and stuck in the microcatheter and could not be pulled out. A new stent was unpacked and the operation was successfully completed with it. There was resistance during delivery. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of ischemic stroke. It was noted the patient's vessel tortuosity was minimal. There were 2-3 passes with the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: ¿ as found condition: the solitaire stent device was returned for analysis inside a biohazard bag, and a shipping box. The catheter was not returned. In addition, the catheter's size and model were not reported. Therefore, any contributing factors from the catheter including its compatibility with the solitaire stent could not be assessed. ¿ damage location details: the finger markers were examined inside the introducer sheath and aligned properly. The solitaire stent working length was in good condition, while the non-working length was kinked at the tear-drop struts. Visual inspection showed no irregularities outside the proximal marker, but the marker coil was damaged. No other anomalies were observed. ¿ testing/analysis: due to its damaged conditions, the returned solitaire stent device could not be used for resistance testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the resistance was not determined. A continuous saline flush was administered and maintained as indicated in the IFU. The catheter was not a medtronic device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.